Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Customer alleged that settings were recently changed by health care professional and may need to be adjusted again. Customer consumed carbohydrates to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.